Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was mentioned by the field service engineer that a ghost failure was present on the tower door. The field service engineer (fse) instructed the customer to manually force-fail each tower door in order to recover and clear the bogus failure. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer failed. Customer tried to recover the storage space, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.